Event description:
The event is reported as: the customer alleges that radiant heat was exuding from the neptune and it melted the attached column. No report of a pt injury or a delay in treatment.

Manufacturer narrative:
It is unk when the alleged defect was encountered (at time of set-up or during pt use). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product concha neptune, serial # (B)(4) was manufactured on 11/21/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to trend and monitor relating complaints.